Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: - the guide wire was broken at 160 cm from the proximal part. The second part measure 40 cm. The rupture (break) of the guidewire occurred at the nitinol-stainless steel junction. The lot history records (lhr) review: several tests are performed during the manufacturing process: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. The lhr did not highlight any anomaly during the manufacturing of the product. The incident description mentioned an issue with the hybrid guidewire which ruptured during its use. The user of the device did not report that the navigation was difficult due to "to the distal anatomy being of fine caliber and tortuous". The post-market surveillance data for brazil did not show any trend for this failure mode; indeed, the ratio of this failure mode is very low, under 1% regarding the sales versus the similar event. Based on all the information gathered, the roots cause of this issue could not clearly be identified since several parameters that are out of our limits can be related to this issue. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On (B)(6) 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on (B)(6) 2024. Additionally, on (B)(6) 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on (B)(6) 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By (B)(6) 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on (B)(6) 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on (B)(6) 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "for the above case, we used a hybrid1214 microguide and a 5mm copernic microballoon, necessary for embolization of a widenecked aneurysm. However, there was no success with the use of this microsystem due to the detachment of the tip of the microguide. We then opted for the use of the hyperglide 4x15mm microballoon, which already incorporates a microguide." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "for the above case, we used a hybrid1214 microguide and a 5mm copernic microballoon, necessary for embolization of a widenecked aneurysm. However, there was no success with the use of this microsystem due to the detachment of the tip of the microguide. We then opted for the use of the hyperglide 4x15mm microballoon, which already incorporates a microguide." Incident report form submitted for this complaint indicates that no patient injury was sustained.